Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, high blood glucose. The customer reported blood glucose value of 447 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-7040a. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. It was unknown whether the insulin pump was used within 48 hours of reported event or not. It was unknown whether the automode feature was active at the time of event or not. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. No product return is required for mmt-7040a. Updated summery: it was reported to medtronic minimed that the customer experienced hyperglycemia with no allegation on pump. The customer reported blood glucose value of 447 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-7040a,unomedical,mmt-332a. It was unknown whether the insulin pump was used within 48 hours of reported event or not. It was unknown whether the auto mode feature was active at the time of event or not. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. No product return is required for mmt-7040a.no product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
The first summary in the b5 section has already been submitted as part of the 2032227-2025-120224 regulatory report. The pump's svn has been created because the customer experienced hyperglycemia. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. ] currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.